Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated an occlusion alert while the user was wearing an infusion set, and the alert cleared only after the user changed the infusion set and supplies as advised. Symptoms included no reported change in blood glucose. Outcomes included resolution of the alarm after the supply change with no medical intervention or hospitalization. Investigation included user-directed troubleshooting and education to replace the infusion set and associated consumables. Investigation of this case revealed an occlusion condition consistent with pressure resistance in the infusion set or tubing, which resolved after replacement of the disposable components. It was concluded, based on previously established findings for similar reports, that the cause was a blocked or kinked infusion set or related disposable component.